Event description:
It was reported that the patient pain and burning sensation at the midline incision site. It was noted also that patient was getting some discharge and through imaging that was requested by the physician there was bump or abscess at the internal anchors. It appears that patients anchor and lead are protruding at the midline incision. The patient underwent an explant procedure where all device were removed. The explanted device will not be return.